Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. No other information was available.

Event description:
Additional information received indicated that the patient was presented in the clinic post the implant. Upon interrogation, the implantable cardiac monitor exhibited undersensing. Programming changes were made. The patient was stable throughout the procedure.